Event description:
Clinic notes reported that although the generator wasnt at 15% battery status yet, the patient had not been feeling well lately and he was nervous that the battery will deplete and he will not realize it. The patient was referred for replacement. Diagnostics were okay. The vns provides the intended therapy until end of service 0% remaining. No further relevant information has been received to date. No known relevant surgical intervention has occurred to dat.

Event description:
It was reported that the believed relationship between the patient ¿not feeling well¿ and the vns was the vns battery being lower and the patient fears not feeling well; would lead to seizures.. The surgery was noted to be to preclude a serious injury. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.